Event description:
In 2008, the distributor reported that during surgery, the pins on the driver broke. The surgeon was able to retrieve all the pieces and the surgeon used another driver in the operating room to finish the case as intended. There was a surgical delay of ten minutes.

Manufacturer narrative:
Product is an instrument, and is not implantable. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.